Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01979, -01980. This event occurred in (B)(6).

Event description:
Allegedly, a total hip replacement revision has occurred: loosening/lysis; dislocation- (B)(6).